Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured in half and both pieces were returned. The device also was heavily damaged with many nicks, scratches and gouges on the surface, particularly around the fracture site. The device was manufactured 2005 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during procedure, dr. Placed the poly in the tibial tray and as he put the knee in flexion, the poly cracked in half. A 0-30 min delay was reported. No back up device available.